Event description:
It was reported that the customer was treated by the paramedics for low blood glucose . Troubleshooting was performed. However, the customer stated that the insulin pump gave no alarms for low volume reservoir. No additional information was provided at the time call.

Manufacturer narrative:
Currently, it is unknown, whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.